Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31188034l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation cardiac ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac tamponade treated with a pericardiocentesis. Transseptal puncture performed with abbott brk needle and ablation was performed with a qdot catheter. Towards the end of the procedure, blood pressure dipped slightly, small effusion noted. Procedure completed and effusion monitored. Volume increased so drain performed in lab (pericardiocentesis) and patient was monitored. The physician¿s opinion on the cause of this adverse event was likely procedure related. It was likely perforation from ¿map catheter manipulation¿ in left atrium. No evidence of steam pop. Correct settings selected and no error messages on equipment during the procedure.